Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder was plugged in and placed on a back table when it started a fire the size of a small plate. A new unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaw boots were burnt and the silicon was peeling. Resistance measurements were out of electrical specifications. The device did not pass the pre-cautery test. The failure mode "device remains activated" was reproduced and the complaint is confirmed. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional info is obtained. (B) (4)